Event description:
It was reported that this inflatable penile prosthesis (ipp) device was not functioning properly due to deflation issues. The device was explanted and replaced. No patient complications were reported in relation to this event.